Manufacturer narrative:
Device was used for treatment, not diagnosis. Molina, c., dhulipala, s., burgos, e., richards, j. And obremskey, w. (2016) lcp versus liss in the treatment of open and closed distal femur fractures: does it make a difference. J orthop trauma, volume 30, number 6: e212-e216. This report is for unknown - locking compression plate (lcp)/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. Part # is unknown, 510k is unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article molina, c., dhulipala, s., burgos, e., richards, j. And obremskey, w. (2016) lcp versus liss in the treatment of open and closed distal femur fractures: does it make a difference. J orthop trauma, volume 30, number 6: e212-e216. The purpose of this article is to compared the postoperative complication rates between the less invasive stabilization system (liss) and locking compression plate (lcp) for open and closed distal femoral fracture fixation for superiority. This retrospective review study was performed between january 2005 to july 2010. The study included 339 distal femoral fractures which were separated into two groups. Group 1 consist of 185 patients (69 males and 116 females) with an average age of 56.0 years +/- 17.0, who were repaired with a less invasive stabilization system (liss). Group 2 consist of 154 patients (80 males and 74 females) with an average age of 54.5 years +/- 18.2, who were repaired with a locking compression plate (lcp). Follow-up was determined to be for at least six (6) months. This is report 3 of 4 for (B)(4). This report is for an unknown - locking compression plate (lcp) and refers to thirty-two (32) unknown patients had nonunion in the lcp group and eighteen (18) unknown patients had infection in the lcp group.